Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified thoracoscopic procedure. Reportedly, the staples did not form properly. Subsequently, the staple line was incomplete. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.